Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the leads were ok from their previous ins and they only needed to replace the battery. The patient reported they with their prior ins it just wasn't working to the point where, it worked for a short time and it wasn't helping at all so the doctor said they need to have a new one now because there was not enough battery. Patient mentioned they would be having all kinds of problems emptying their bladder and when they were able to go the bathroom they would go volumes and it was uncontrollable.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.